Manufacturer narrative:
The customer¿s report of backflow was confirmed. The set was visually inspected and no anomalies were observed. Functional testing confirmed back flow indicating a faulty check valve. The root cause of the backflow is a particle identified as protein being found on the membrane of the check valve.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary infusion back flowed into the primary tubing past the check valve. There was no report of patient harm.

Manufacturer narrative:
Additional information provided: gtin/UDI for item 2420-0007, lot 16105107 is (B)(4).